Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The hooped snare detached and fell into the patient's stomach. The fallen hooped snare was removed with another snare.